Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant; full lead in segments returned and analyzed.

Event description:
It was reported that at implant, the screw of the lead came out during positioning of the lead. The lead was attempted but not used. A different lead was used to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).